Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch manufacturer's report number 1222780-2011-00060. Following several unsuccessful cavity integrity assessment (cia) tests during an attempted novasure endometrial ablation the physician did a hysteroscopy. No perforation was seen but the physician suspected a perforation due to a "fluid deficit in the 500-800 [cc] range." No treatment was needed for the suspected perforation. The patient was observed for a "few hours" and discharged home. A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a suresound. It is not known when this suspected perforation occurred or what instrument may have been the cause.